Event description:
The customer reported that a 74 year old male patient was being ventilated on (B)(6) 2020. The patient died of covid-19 while the draeger xl ventilator was in use. The customer is not alleging the draeger xl ventilator contributed to the patient death. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).